Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was unknown. Troubleshooting was performed for air bubbles, but customer did not have tubing clamp in order to complete troubleshooting. Customer was advised that tubing clamp would be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.